Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the procedure was being performed in the patient's room. After placing the guide wire, the clinician attempted to remove the guide wire from the arrow raulerson syringe. The guide wire from the arrow raulerson syringe. The guide wire became stuck in the needle and could not be withdrawn. Upon removal, they observed the guide wire was damaged on the tip. As a result, a new kit was opened and used successfully. There was no delay in treatment and no patient death or complications reported.